Event description:
During a laparoscopic cholecystectomy procedure, the instrument ejected clips prematurely and clips scissored. The surgeon used another instrument to complete the procedure. No pt injury reported.